Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 69-year-old female patient presented to his office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2025 at tooth location #30. It was reported that the implant was placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026, after final prosthesis delivery. During the examination, the doctor discovered that the implant had lost osseointegration and also noted fit issues. As a result, the implant was removed on the same day the patient presented with the issue, using a surgical handpiece and manual. The implant was not replaced. It was reported that the abutment type was a prefabricated abutment. The prosthesis was a single tooth prosthetic restoration, performed on (B)(6) 2025. The opposing arch consisted of natural teeth. The patient exhibited symptoms of infection and abnormal bone loss around the implant. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and excellent oral hygiene. No abnormalities related to the implant or its packaging were reported.